Event description:
It was reported that the patient presented in-hospital with very low blood pressure. Pleural effusion was found via fluoroscopy and echo. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The tip stiffness of the lead was measured and was found to be within specification. Analysis was normal. No anomaly was found.